Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator, product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient went to a security meeting and when he went through the security gates his "stimulation turned off" and patient has not been able to get it on since. Patient stated that when he tried to connect and turn stimulation back on he saw a screen that he had never seen before but could not recall the screen. Patient tried to connect with ins on the call and patient was seeing "no device found, try again/ recharge". Patient tried to recharge but would get in a continuous passive recharge loop. This happened on all three ins'. Patient mentioned that he had spoken with his rep today and would work with him and the dr and call back if he needed replacement equipment. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), product type: implantable neurostimulator. Product ID: 97715, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting actions taken to resolve the no device found screens was they met with the patient and used the patient¿s charging coil to communicate to each ins and reestablish communication and begin normal charging. It was indicated that the emi/no device found issue was resolved and the patient was able to charge their devices. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.